Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding the same issue (closed as confirmed after analysis). We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 72 closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and 21 do not fulfil ep requirement for the minimum. The results are: 0.59 kgf in average and 0.01 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen. CAPA number: (B)(4).

Event description:
It was reported an issue with monosyn suture. The client reported that the needle is detached from the thread before and during surgery. No more information has been provided.